Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that pacemaker exhibited undersensing that resulted in the device overpacing. Technical services (ts) was consulted and determined there was no possibility to change cross chamber blanking for ventricular blanking after atrial sensing. Ts recommended troubleshooting options for the device and further noted that due to the high atrial rate, the device may mode switch if atrial sensing leaves the blanking period. No adverse patient effects were reported. This pacemaker remains in service.